Event description:
During a routine device exchange procedure to address normal battery depletion, a set screw anomaly was observed on the device. The device was successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.